Manufacturer narrative:
Hologic technical support (ts) requested for logs to review, but neither hologic field application specialist nor customer provided them. The issue appeared to be sample related as customer had not reported any further issues and required no further action from hologic. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Field application specialist (fas) reported on behalf of customer that they ran a covid-19 tma assay on the panther instrument sn (B)(4) and there was one sample that was initially tested as negative but retested as positive. Customer also compared the result with the abbot assay wherein the sample was tested positive.